Manufacturer narrative:
No sample was returned. A review was completed on the retained sample of lot hx24245183, there are two pieces of shoe covers. There was no abnormality on the printed pattern on the bottom of the shoe cover. Lot samples of hx24245183 were sent to lab for static and kinetic friction test. The static and kinetic friction results were greater than 0.6, which met the requirement of fabric specification. No holes in glue application were found upon review of the retained samples. Visual inspections of each roll of fabric are performed. Device history record was reviewed. All incoming, in-process and final inspections were completed without any deviations, all inspections were within specification limits. All products are packed well and stored in a cool dry warehouse, avoiding direct sunlight and stacked neatly. There are warehouse checks regularly to ensure the facility and products are in good condition. The working environment is hygienic and tidy, and there are corresponding measures to prevent rain, moisture and insect presence. Temperature and humidity in the warehouse and workshop are recorded daily. We have received 12 similar complaints in the 12 month review time period. Based on investigation, no root cause can be identified. In addition to the current friction coefficient test requirements performed at the manufacturing site, additional product testing in the cutting workshop has been implemented. The manufacturing site has approved a deviation to increase the amount of glue applied on the fabric to ensure that the individual friction coefficient value can reach 0.7, average friction cof value over 0.8. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
A staff member reported a slip/fall that occurred. Prior to wearing the shoe covers, there were no product tears or defects identified on product. The fall happened just after entering the operating room while wearing the shoe covers in preparation for surgery. Customer reported incident occurred on a linoleum-like dry floor. The staff member has some minor bruising which did not require treatment.

Manufacturer narrative:
The product involved in the event is not available for return. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard x-tra traction shoe cover, xl, blue. The complaint component halyard x-tra traction shoe cover, xl, blue, part number 69254 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). Supplier corrective action request (scar) was submitted to the manufacturer on march 3, 2025. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.